Event description:
It was reported during the da vinci assisted surgical procedure, the surgeon could no longer turn the instrument, impossible to move the forceps, difficulty in removing it from the robot arm because it was impossible to put it back upright to remove it. The customer reported event has no report of patient injury. Intuitive surgical (is) contacted the site and obtained the following information: the instrument was removed together with the cannula. The wrist could not be straightened for no apparent reason. The port incision was not increased in order to remove the instrument and cannula together. There was no physical damage to the instrument. The instrument did not collide with any other instrument or tool during the procedure. The delay did not occur during a critical stage of the procedure; it occurred mid-procedure, during tumor dissection, with no patient tissue in the instrument jaws.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed, and the jaw cover was found to be torn, which could potentially cause the instrument to become stuck during removal from the cannula. The tear measured approximately 0.337 mm. The torn jaw cover may have missing pieces; however, the size of any missing fragments could not be confirmed. No signs of thermal damage were observed at the ends of the tears. The instrument was tested on an in-house system and successfully passed the recognition and engagement tests. It moved intuitively with a full range of motion in all directions, the grip tips opened and closed properly, and the instrument passed energy delivery testing. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces including sample handling.